Manufacturer narrative:
The investigation into the pump leak/low purge pressure issue has been completed. The impella pump was returned for investigation. The returned pump was visually inspected, and a hole was observed in the reservoir blue membrane. The sidearm was purged with fluid using a syringe and a leak was reproduced from the reservoir blue membrane hole. The cause of the reservoir leak was most likely the user inserting a needle into the reservoir piercing a hole in the membrane due to improper technique by the end user this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. During preparation, the staff noted a leak in the pressure reservoir. The resolution for this issue is unknown, no further information is available.